Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. The insulation was bunched and the inner conductor coils were deformed. Resistance testing was performed, and the lead was found to be electrically continuous. However, x-ray analysis identified a fracture of the rs- coil at 10 mm from the terminal end consistent with torsion overload. Additionally, a stylet was unable to be inserted due to a blockage at the fracture site. The helix mechanism was tested and found to be non-functional due to the induced damage of the inner conductors. The observation of bunched insulation and deformed rs- coils likely resulted from friction force when the lead was passed through a constricted space, such as the patient's tortuous anatomy.

Event description:
It was reported that the right ventricular (rv) lead was difficult to position and became damaged due to the patient's tortuous anatomy. A different rv lead was used and the procedure was successfully completed. No adverse patient effects were reported.